Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a pectus excavatum repair, the surgeon was bending the bar using the table top bender. The bender compressed the pectus bar but it wouldn¿t retract when the handle was levered back to the start position, trapping the bar between the inferior and superior plate bender heads. After the pectus bar was removed the lever would not raise and lower the plate bender heads when the handle was cycled up and down. A french hand bender was used for the shaping of the final pectus bar that was implanted. The event resulted in a five minute delay to the procedure.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was visually evaluated and found to be in good overall condition. There were scratches and signs of wear on the instrument; no discoloration was observed. The internal components of the bender were found to be jammed, so the plunger was stuck in the down position. Investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following section was corrected: device manufacture date.